Event description:
A representative reported that during a pavm procedure, a large pulmonary artery branch did not achieve occlusion approximately 20 minutes after a lobo-9 vascular occlusion system device was detached in the intended vessel. The vessel was reported to measure approximately 8 mm in diameter. The physician waited an additional five (5) minutes and subsequently deployed a second lobo-9 device proximal to the initial device. After an additional 15 minutes, flow was observed to decrease; however, complete occlusion was not achieved.

Manufacturer narrative:
No patient injury was reported in association with this event. The physician plans to perform a follow-up CT scan in approximately 30 days to assess vessel occlusion. The lobo-9 devices remain implanted. A review of the device history record (DHR) identified no manufacturing deviations that could have contributed to the reported event.